Event description:
It was reported that pump experienced malfunction with code 6, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer received instructions from technical support to reset pump, completed reset successfully with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction codes appeared again, which customer acknowledged and understood.